Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 366444 batch no: 8036515. It was reported that during use of the bd vacutainer® sst¿ ii advance plus blood collection tubes testing indicates both nominal and maximum dosed did not meet the product specification for draw volume of -19% of labelled draw at test intervals. The following information was provided by the initial reporter: as part of CAPA (B)(4), we sourced bd vacutainer® sst 5.0 ml (368970), 3.5 ml (368967) and 6.0 ml (366444) tubes which were sterilized at nominal (~22.6 kgy) and maximum dose levels (~32.3 kgy) for draw volume testing. The testing indicates both nominal and maximum dosed bd vacutainer® sst 5.0, 3.5 and 6.0 ml tubes did not meet the product specification for draw volume of -19% of labelled draw at below mentioned test intervals. Please refer below graphs for details. Irradiation dose (kgy): maximum 30.6-31.7. Test interval (months): t=19.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
Material no: 366444 batch no: 8036515 it was reported that during use of the bd vacutainer® sst¿ ii advance plus blood collection tubes testing indicates both nominal and maximum dosed did not meet the product specification for draw volume of -19% of labelled draw at test intervals. The following information was provided by the initial reporter: as part of CAPA 54720, we sourced bd vacutainer® sst 5.0 ml (368970), 3.5 ml (368967) and 6.0 ml (366444) tubes which were sterilized at nominal (~22.6 kgy) and maximum dose levels (~32.3 kgy) for draw volume testing. The testing indicates both nominal and maximum dosed bd vacutainer® sst 5.0, 3.5 and 6.0 ml tubes did not meet the product specification for draw volume of -19% of labelled draw at below mentioned test intervals. Please refer below graphs for details. Irradiation dose (kgy): maximum 30.6-31.7 test interval (months): t=19

Manufacturer narrative:
Date of event was provided and parent record has been updated. Date of event: (B)(6) 2019.

Event description:
Material no: 366444 batch no: 8036515. It was reported that during use of the bd vacutainer® sst¿ ii advance plus blood collection tubes testing indicates both nominal and maximum dosed did not meet the product specification for draw volume of -19% of labelled draw at test intervals. The following information was provided by the initial reporter: as part of CAPA 54720, we sourced bd vacutainer® sst 5.0 ml (368970), 3.5 ml (368967) and 6.0 ml (366444) tubes which were sterilized at nominal (~22.6 kgy) and maximum dose levels (~32.3 kgy) for draw volume testing. The testing indicates both nominal and maximum dosed bd vacutainer® sst 5.0, 3.5 and 6.0 ml tubes did not meet the product specification for draw volume of -19% of labelled draw at below mentioned test intervals. Please refer below graphs for details. Irradiation dose (kgy): maximum 30.6-31.7. Test interval (months): t=19.